Event description:
It was further reported that the balloon ruptured on the first inflation and the device was completely removed from the patient.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. Magnified inspection identified a pinhole and scratches in the balloon material 4mm from the proximal weld. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon ruptured on the first inflation and the device was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation, however, the device had difficulty crossing the lesion. After several attempts were made, the device was able to cross the lesion. During inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.